Event description:
A report was received 10/28/2002 that a doctor has implanted a memorylens in a patient's right eye in 2000, which lens has opacified and was explanted and replaced in 2001. At follow-up exam in 2002 the doctor noted diplopia - intermittent right exotropia. The patient's visual acuity post-surgery at exam 7 months later was 20/25 od. The doctor's prognosis for the patient was listed as "excellent".